Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) experienced a possible blood back event. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
Trackwise complaint number: (B)(4). Internal autonumber: (B)(4). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A getinge service territory manager (stm) was dispatched to evaluate the iabp unit and did not observe any blood inside the unit. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use.